Manufacturer narrative:
An event regarding metal debris involving a peripheral screw drill bit was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the product was not returned for inspection. Medical records received and evaluation: not performed as patient factors did not contribute to the reported event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because as the device was not returned for inspection. No further investigation for this event is possible at this time as the device was not received by stryker orthopaedics.

Event description:
It was reported that during surgery it was noticed that a little bit of trace amount of metal debris came off from drill. So surgeon used another drill and complete the surgery successfully.

Event description:
It was reported that during surgery it was noticed that a little bit of trace amount of metal debris came off from drill. So surgeon used another drill and complete the surgery successfully.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.